Event description:
The wasp is an automatic equipment for the planting and streaking of clinical specimens. During the ordinary maintenance of the wasp machine s/n: (B)(4) installed in the (B)(6) hospital, the operator accidentally touched the hot surface of the external side of the incinerator causing a rubescence in his arm. The incinerator is used for the loop sterilization and it is located internally to the wasp visibly identified by the hot surface warning symbol labeling. No medical intervention was required and no evidence of the injury remained. The incident happened during the operator training and despite of trainer recommendation to not pass over the incinerator.

Manufacturer narrative:
The complaint was processed as (B)(4) procedure and the investigation and MDR evaluation has been started. The incident with the machine was caused by accidentally touching of a hot surface inside the machine by the operator. The hot surface was individuated as the incinerator external side. The incinerator is presumed to be hot because its function as sterilizer. The incinerator is located internally in the wasp machine and it is identified as a hot surface by the warning symbol labeling. The incinerator is reachable from the user only when the machine is stopped and in emergency state and only accidental contact with the hot surface could be possible. The operator was instructed to not pass over the incinerator area. Testing at the laboratory side by (B)(4) technical support verified that not abnormal situation was in the machine. A CAPA was opened in order to revise the user manual adding more warnings about the access to the area closest to the incinerator.